Event description:
The customer reported via phone call that they visited to emergency services on (B)(6) 2022 due to unexplained high blood glucose. Customer¿s blood glucose reading at the time of the incident was 89 mg/dl. Blood glucose level at the time of call was 540 mg/dl. The customer experienced symptom such as dehydration for high blood glucose value. Customer was treated with insulin shots. Auto mode was active at the time of the event. No further patient complications were reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). The customer was in the emergency room for alleged high bg's, sensor anomaly, meter anomaly and cosmetic damage on the serial number label on (B)(6) 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. The pump had a faded serial number label. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump communicated properly with the test bg meter. The test value of 124 mg/dl was sent by the meter and received by the pump. No pump meter communication anomaly noted. The pump communicated properly with the glucose sensor simulator and the guardian link 3. The test value of 238 mg/dl was properly display on the pump screen. No pump/glucose sensor simulator/guardian link 3 communication anomaly noted. The pump passed the functional testing. Unable to confirm alleged high bg's. Sensor anomaly or meter anomaly were not confirmed. Cosmetic damage was confirmed at the serial number label. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.